Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that at times when they were trying to go to sleep, they could tell when the stimulator was supposed to be on, but it would go off and then come back on. Patient asked if that was normal. Agent reviewed adaptive stim feature. When asked for event date, patient said they couldn't remember. Patient mentioned that when they would be in bed and get on their side, it seemed like the system was turning off and they didn't feel the stimulation, but then it would come back on and patient said that was what had been happening. Patient also stated they were disappointed as from when they were first implanted, it seemed like it did not work as well as the trial stimulator. Patient stated they had met with a manufacturing representative multiple times but it did not resolve. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.